Event description:
See manufacturer # 3004209178200906200. It was reported that when the pt was golfing, he felt a pull at one point. The pt experienced a lack of effect and shocking sensations down the left side of his body. An x-ray indicated that the right lead and extension has been pulled down and there was tension on the lead. The coil of the lead has been released and the lead impedances were high, all the bipolar pairs were okay. It was noted that the pt fell on their neck. Further info is being requested from the hcp.

Manufacturer narrative:
(B) (4).